Event description:
When the surgical field was being set up, the scrub team identified the small, dead insect trapped under an adhesive strip. The kit was removed from the removed from the field and the new set-up was obtained and completed. This was an isolated event.what was the original intended procedure?was a sterile pack needed by the surgical team.device #1is this a laboratory device or laboratory test?no.